Event description:
It was reported, the pt no longer had stimulation coverage in his right foot, so the sjm rep met with the pt for reprogramming. It was reported, the pt rec'd effective stimulation to the pelvic area, but reprogramming was unable to resolve the coverage issue to the foot. It was reported, the physician may undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.